Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm mega suturecut needle driver instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument wire was observed to be defective. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information about the complaint: the issue was found after removing the instrument. There were frayed cables visibly protruding from the distal end of the instrument. No fragment fell inside of the patient's anatomy. The instrument was inspected prior to use with no damage noted.